Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E1: initial reporter phone: (B)(6). H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the not sterile finished lot number, and no non-conformance's were identified. Part number: 407.632; lot number: 5386p79; manufacturing site: (B)(6); release to warehouse date: 13 apr 2023. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from china reports an event as follows: it was reported that during an unknown surgery on (B)(6) 2023, the screw in question broke while being inserted. The surgeon was able to remove all pieces from the patient by increasing the surgical incision and chiseling out the bone around the screw. There were no adverse consequences to the patient. No further information is available. This report is for a 4.0mm ti cannulated screw short thread/32mm. This is report 1 of 1 for (B)(4).